Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a test step. The device's sensor board was replaced. The sensor board was returned to the manufacturer's product investigation laboratory. During the investigation, the root cause of the sensor board malfunction is due to a suspect contamination issue from mt5 of the sensor board.